Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms for the system controller serial number: (B)(4) was confirmed via log file analysis and functional testing. A review of the downloaded log file (9a130930) showed events spanning approximately 20 days (B)(6) 2020 ¿ (B)(6) 2020 per timestamp. Throughout the log file there were intermittent atypical no external power alarms active. The no external power alarms activated up the disconnection of the black power cable. The alarms cleared shortly after reconnection of the black power cable; this is consistent with the backup battery not detecting the presence of the white power cable. The backup battery supported the system during these events. Pump operation was not affected. On (B)(6) 2020 at 11:47:23 the driveline was disconnected for a system controller exchange. There were no other notable alarms were active in the log file. The system controller was connected to a mock loop and functionally tested. The controller was able to support the mock loop for an extended period of time. A no external power alarm was activated upon disconnection of the black power cable from the mock loop. The backup battery was inspected, and a bent pin (pin #11) was discovered. Pin 11 is responsible for the detection of the white power cable. The pin was straightened to its original position and the alarm was resolved. The root cause for the no external power alarms was due to a bent pin in the backup battery; however, the cause of the pin becoming bent was unable to be conclusively determined. The device history records were reviewed and the records revealed the heartmate 2 system controller serial number: (B)(4) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate ii patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power and backup battery fault alarms. Heartmate ii instructions for use section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. The patient handbook and the instructions for use caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had no external power alarms when he was changing his batteries. The patient had a controller exchange and the alarm stopped. There were no additional alarms.